Manufacturer narrative:
(B)(4). D10 - associated medical devices: g7 osseoti multihole 66 mm I; item# 110010271; lot# 7257056; g7 screw 6.5 mm x 60 mm; item# 010001004; lot# 3914353; g7 screw 6.5 mm x 40 mm; item# 010001001; lot# 7469352; g7 screw 6.5 mm x 15 mm; item# 010000996; lot# 7426706; g7 screw 6.5 mm x 20 mm; item# 010000997; lot# 7526767; act artic e1 hip brg 28 x 54 mm; item# ep-200160; lot# 930850; g7 dual mobility liner 54 mm I; item# 110024467; lot# 784410; arcos con sz e std 60 mm; item# 11-301305; lot# 628330; arcos 19 x 150 mm spl tpr dist; item# 11-300819; lot# 868590. G2 - foreign: event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a third hip revision surgery due to component dissociation, accompanied by pseudotumor, and ongoing osteolysis. Attempts have been made and no further information has been provided.